Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the air&o2 assembly to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is having a re-peat issue that occurred before which is giving an error code 110b proximal pressure sensor autozero fail alarm message. It was reported there was no patient involvement at the time the issue was discovered. Investigation remains ongoing.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pi). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the flow sensor assembly revealed no evidence of damage or contamination. Pil tech confirmed that the gds with suspect solenoid 3 did generate e/c 110b during stb operation. Pil installed a known good working solenoid into position 3 verified that the gds operated without issue or error code. During troubleshooting process, pil tech verified that the e110b was due to a faulty solenoid 3 of the gds. Pil could conclude that solenoid 3 in suspect flow sensor assembly is faulty.

Manufacturer narrative:
D4: (B)(4).